Event description:
Customer reported receiving a reading of 200 mg/dl on the freestyle navigator continuous monitor. Customer self-treated with an unspecified amount of insulin and, approximately 1 hour later, received a reading of 130 mg/dl. Customer perceived his cm readings to be high. Customer additionally reported he experienced nausea, suffered a loss of consciousness, and was given "coke to drink" by a non-health care professional as treatment. Customer self-presented to a local hospital where he was diagnosed with hypoglycemia, given a "glucose shot" and had unspecified tests run. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: although the model or version of the freestyle navigator (fs nav 2.0) which is subject to this MDR was never approved or distributed in the us, it is consider same or similar to its predecessor (fs nav 1.0 and 1.5). On august 31, 2011 abbott diabetes care (adc) announced discontinuation of the freestyle navigator (nav 1.0 and nav 1.5) in the united states due to supply interruption and completed discontinuation transition activities in march 2012. The discontinuation of the freestyle navigator system in the u.s. Was not for safety reasons. However, the FDA acknowledgment letter regarding discontinuation stated that adc must continue MDR reporting for fs navigator devices. Therefore, the fs nav model in this report is being submitted for purposes related to same and similar reporting. All pertinent information available to abbott diabetes care has been submitted.